Event description:
It was reported during ongoing use, the device seemed to be displaying conflicting battery data. The battery at the last check in 2019 was estimating 6 years remaining. During the most recent check, the battery longevity had dropped to 2.5 yrs remaining. The outputs were programmed at a level that should not impact battery consumption. The only real change was that the patient was in persistent atrial fibrillation. No adverse effects to the patient were reported. No updated information is available at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during ongoing use, that the device seemed to be displaying conflicting battery data. During a device check last year, the battery longevity was estimated to have 6 years remaining. During the most recent check, the battery longevity had decreased to 2.5 years remaining. The field rep indicated that outputs were programmed at a level that should not impact battery consumption. The only change observed was that the patient was in persistent atrial fibrillation. A copy of device memory was saved and submitted for analysis. Engineering review of the data confirmed that there is normal pg function, and normal depletion based on the programming and patient condition. The device power consumption during the past year shows increases during atrial fibrillation, and another increase after the sam patch (software upgrade) was installed. Programming changes had already been initiated, and a technical services consultant indicated that the power consumption would return to normal within a few weeks time. No adverse patient effects were reported.